Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 20jun2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer replaced retractor band on main half height drawer 5.2 and also replaced slide railings on aux full height drawer 7 to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was a drawer failure. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.